Manufacturer narrative:
Justification for no UDI, this device has a UDI; some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The internal paddles were returned to zoll medical corporation for evaluation. Although the paddles passed shock testing and could deliver shocks, the shock button required excessive force to actuate. This issue could cause difficulty during use; the paddles were deemed defective and scrapped at zoll. A replacement set of paddles was sent to the customer. Analysis of reports of this type has not identified an increase in trend.